Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a multiple cartridge change errors with multiple cartridges during the load process. Additionally, it was reported that the usb cable was unable to charge the pump. The customer's blood glucose was 330 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.